Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the stent dislodged during preparation when the stent delivery system (sds) was being loaded onto the guide wire before going into the pt. No additional event or pt info is available. (B) (4)

Manufacturer narrative:
(B) (4). (B) (4).